Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer performed a complete supply change and no additional occlusion alarms were announced. The customer's blood glucose (bg) level was in the 500's mg/dl range and a correction bolus via the pump was delivered to address the bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion and the customer was educated in regards to the causes of occlusion alarms.